Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process; insulin had squirted out of the tubing. The patient's blood glucose at the time of incident was 400 mg/dl; no treatment or symptoms were discussed. Troubleshooting was initiated for the rewind and prime issue. The customer's father mentioned that the pump was dropped this morning. The drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. We were unable to perform prime test due to loose drive support disk. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked case at reservoir tube window corner.